Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received. No physical damage was found on the device. As a result of checking the log, it confirmed that there was a record of the high-pressure alarm occurring continuously during pump operation on march 30, 2024. Functional testing could not confirm the reported issue. The occlusion pressure detection level was within the standard. Possible defective circuit or cassette product. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventively, the upstream sensor was re-calibrated. Performed all functional tests and all passed.

Event description:
It was reported that the product has blockage alarm. Event occurred while patient use, during infusion. There was no patient harm/adverse event reported.